Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced possible peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the events was not reported. It was reported the patient was hospitalized for the events. Treatment for the events was not reported. The patient was discharged eight days after admission. At the time of this report, the patient outcome of the events was not reported. Action with pd therapy was not reported. No additional information is available.